Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The logs show that several blower temperature related alarms together with blower failure alarm and o2 cell failure alarm were active on this unit. High temperatures were also visible on the logs. Blocked blower filter caused the blower failure. Blower failure and main electronics failure is suspected. Customer was requested to perform the blower function test and main electronics inspection and customer reported that main electronics fet's are okay. It is suspected that the cause of the issue is suspected to be caused by lack/inadequate maintenance. A replacement blower unit was sent to the customer.

Event description:
The customer reported that the bellavista 1000 experienced tf 316 "blower failure. At this time, unknown patient associated with this reported event.